Manufacturer narrative:
.

Event description:
It was reported that the patient experienced "never having therapeutic effect". A volume discrepancy was noted; specific information not provided by the reporter. The hcp reported that in 2007 a volume discrepancy was noted; expected reservoir volume was 2.5 cc, actual reservoir volume was 8.8 ccs. The hcp reported that the clinic notes indicated that the patient was experiencing "excellent pain control" and did not confirm that the patient was not receiving therapeutic effect. No additional follow-up plans were noted in the patient's chart per the reporter.